Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: continue to have a fuzzy screen due to a bad dvi connection on the dvi output. Probable root causes can be attributed to issues with the dvi cable or cable connection, or the dvi output connector on the or hub due to damage observed.